Manufacturer narrative:
It was reported that the foley catheter broke off inside the patient resulting in this patient requiring surgery (cystoscopy without incisions) and re-insertion of new foley catheter. The foley catheter was indicated for the patient's urinary retention/bladder obstruction and was in place 3 days prior to the incident. The foley catheter broke 2-3 inches from the tip and on surgeon's evaluation of the patient, there was no damage to the bladder, urethra, or prostate. Of note, it was reported that at the time the catheter break was discovered, the patient had an unwitnessed fall. Patient has been discharged for his original hospital admission issue and no further issues were reported. The sample has been returned for evaluation and the customer reported issue of a torn catheter was confirmed. A root cause cannot be determined at this time. Due to the reported incident and need for surgical intervention, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter broke off inside the patient requiring surgery and re-insertion of new foley catheter.